Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported fluid intrusion. The device was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no patient injury.